Event description:
The ge oec 9800 fluoroscopy system. A physicist discrepancy where the beam size in mag1 exceeds the viewable area by more than 4%.

Manufacturer narrative:
A ge oec service representative investigated the issue and adjusted the collimator in mag 1 to conform to regulation and specification. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.